Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had "a heart episode" and was worried that the device was not working correctly. Follow up concluded that it was diaphragmatic stimulation that the patient was experiencing and the left ventricular (lv) lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.